Event description:
The nurse was administering chemotherapy via the accessed portacath IV push when she noticed the 3/4 inch huber needle was leaking. The leak was noted at the bend of the needle where the yellow wings attach. The patient felt a coolness on the skin. A very small amount of the chemothrapy drug stuck to the dressing with a droplet on the tubing of the huber needle under the transparent dressing. The nurse removed the huber needle and placed in a chemotherapy bag to give to the appropriate manufacturer.